Manufacturer narrative:
The insulin pump was received with currents in spec. Pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratched lcd window, cracked near display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received motor error alarm from time to time and the insulin pump does not move. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.